Event description:
It was reported that the compressor was going into standby mode during patient use. There was no patient harm. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the compressor was going into standby mode during patient use. The field service engineer was unable to reproduce any issue but replaced the standby valve as a precaution. After service the device passed all performance and safety tests according to factory specifications and was cleared for clinical use. No device logs from the connected ventilator were provided. The defective standby valve was scrapped. As no faulty part was returned for investigation, the root cause of the reported behavior could not be determined.